Event description:
A micro driver rapid exchange 2.75mm diameter x 24mm length stent was implanted in a lesion situated in the svg to ramus marginal vessel after the lesion had been pre-dilated. It was noted after post dilatation that a separation of the stent occurred. No other clinical sequelae were reported. Cine image review: the target lesion in the svg to ramus marginal appears to have been resistant to the multiple balloon pre-dilatations completed prior to deployment of the micro-driver stent, since the coronary angiographic images appear to show that there was little resolution of the stenosis prior to the stent deployment. It appears most likely that the previously adjacent non-welded stent segments of the modular stent, separated as they came into contact with the most resistant part of the lesion. This separation became more pronounced after the post dilatation activities as the resistant lesion had more of an impact on the strut separation as further pressure was placed on the stent with the post-dilatation balloon. A second stent was implanted to cover the stent strut separation observed in the micro driver stent.

Manufacturer narrative:
(B)(4): evaluation: results/conclusions: (fibrotic, stenotic lesion resistant to ballooning).